Event description:
It was reported that the device would not clear downstream occlusion/cassette not attached properly error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was degraded and the lcd lens was scratched. Functional testing found the device exhibited a "cassette not attached properly" alarm. The investigation determined that contamination found on the inside and outside of the chassy was the cause of the reported issue. The chassy assembly was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.